Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the system had recoverable error 319. The customer power cycled the system, but the issue persisted. The customer disabled the universal surgical manipulator (usm1) to resolve the issue. The procedure was completed with no reported injury by using the system with one arm disabled. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20th march, 2022: the issue happened during the procedure. The system was initially powered on without errors. The usm1 was disabled due to the recoverable error 319.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator 1 (usm1). The system was tested and verified as ready for use. Isi has requested the usm1 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 319 pointing to the usm1. An event verification confirmed the procedure was performed on the reported event date. This complaint is being reported as a reportable malfunction event due to the following conclusion: a system arm was disabled after the start of the procedure and the customer was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and reproduced the customer reported complaint. On the system testing, the usm errored out triggering error 319 indicating a fault with the rolling loop fiber cable on the spar.